Event description:
It was reported, the gastrointestinal videoscope insertion tube felt stiff and had low angulation. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: b5 and h6 (component code should be replaced with 772-cover and medical device problem code should be replaced with 4048-failure to clean). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection and the costumer complaint was not confirmed, however during device evaluation the gastrointestinal videoscope bending section cover adhesive exhibited foreign material. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in the bending section cover¿ malfunction could not be identified, nor the type of material. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Even though the customer provided some cleaning disinfection and sterilization information, it remains unknown if there were any deviations from IFU in reprocessing steps for the area foreign material remained. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope bending section cover adhesive exhibited foreign material. There were no reports of patient involvement.